Event description:
It was reported that patient presented for device change-out. A gradual increase in pacing lead impedance and capture threshold was noted. Lead was capped and replaced. Patient was fine after the event.